Event description:
The patient reported experiencing elevated blood glucose as high as 600 mg/dl 1-1.5 weeks ago while using infusion sets from a new box. She corrected her blood glucose via insulin pen and changed the infusion set. At one time the infusion device displayed an e4 (occlusion) error. She then used infusion sets from an older box and had no further issues. No further information was provided. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged used infusion sets were discarded. The patient will return one unused infusion set.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplement report.